Manufacturer narrative:
A follow-up report will be submitted if the product is returned for evaluation.

Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.